Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (quadricuspid aortic valve, no valvular calcification) likely contributed to the too ventricular placement of the initial sapien 3 valve and pvl, and the subsequent deployment of a second sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 29 mm sapien 3 valve was positioned 60:40 aortic/ventricular (a/v) and deployed with nominal volume. During deployment of the valve, the valve was ¿drawn¿ into the left ventricle (lv) side. No remarkable paravalvular leak (pvl) was observed on tee, but aortography (aoc) revealed the valve was implanted too low at 40:60 a/v. Pvl was noted from the left coronary cusp (lcc) side. The bottom end of the top strut of the valve was in the positon of the native annulus. The decision was made to implant a second sapien 3 valve. The lower end of the center marker of the second sapien 3 valve was aligned with the bottom end of the top strut of the initial sapien 3 valve and the valve deployment was started. During deployment, it appeared that the second valve was drawn into the lv like the first valve. The valve was able to be pulled up to the aorta side. The second valve was implanted in an appropriate position. The valves remain implanted in the patient. Information regarding the native annular diameter was not provided. A quadricuspid aortic valve with no calcification and no aortic root calcification was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.